Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 128 mg/dl. Customer declined further troubleshooting with tandem technical support, no other information could be gathered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.